Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can change the amount of insulin before you deliver your bolus. A pump log review was completed for the bolus delivery allegation. Based on the log review, the bolus delivery issue was not verified.

Event description:
It was reported that the customer administered too large of a bolus. The customer's blood glucose (bg) level subsequently decreased to 21 mg/dl. Reportedly, customer lost consciousness and the ambulance was called. Paramedics administered intravenous "fluids with sugar." Recommendation was made to consult with a healthcare provider regarding diabetes management.